Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that there was an air in line alarm. There was no patient involvement.

Manufacturer narrative:
One device was received for evaluation. There were no previous serviced reported. The event history log was reviewed and there were no errors related to the customer complaint. Visual and performance tests were performed. The reported problem was duplicated. The probable cause was not found. The device passed all tests thereafter.